Manufacturer narrative:
No product has been returned for evaluation, nor were x-rays provided to confirm the reported event. No allegation of product malfunction has been reported. Labeling review: potential adverse events and complications "...potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury; nerve damage due to surgical trauma..." Product remains in-situ.

Event description:
On (B)(6) 2016 patient underwent an extreme lateral interbody fusion procedure. Soft tissue damage was identified causing hematoma. As per reporter patient experienced complications unrelated to product malfunction. Patient is reported to have been released from hospital.